Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided.   Part and lot identification are necessary for review of device history records, neither were provided.   Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01411.

Event description:
It was reported that a patient suffered a fall approximately 10.5 years ago, the result of which he suffered a displaced femoral neck fracture. As a result of said fall, patient underwent a right hip hemiarthroplasty with a zimmer xl tapered stem and head. Approximately 2.5 years later, after still suffering from hip pain from the partial hip replacement, patient underwent a conversion right hip endoprosthesis to total hip placement using a zimrner m/l 12/14 taper with cobalt-chromium head replacement because of pain in the bipolar hip that had been done previously to a fixed acetabular component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: painful right hip endoprosthesis converted to tha. Thick scar tissue removed, stem well fixed. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2, a3, a4, b5, b6, b7, e1, h2, h6.

Event description:
It was reported the patient underwent initial right hemiarthroplasty. Subsequently patient was converted to right total hip arthroplasty due to pain approximately 2.5 years later. During the revision scar tissue was noted. No further event information available at the time of this report.